Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the sieve beds had a cracked cap. Additional malfunctions include the poppet valve for the solenoid was leaking.